Manufacturer narrative:
Date of event: (B)(6) 2019 . Date of report: 01aug19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit running on battery then shut off. There was patient involvement, but no one was harmed.

Event description:
The customer reported unit running on battery then shut off. There was patient involvement, but no one was harmed.

Manufacturer narrative:
Date rec'd by MFR: 02aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported issue. The fse provide parts ID and advised the customer to replace the battery. The customer replaced the battery and confirmed that the issue had been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.